Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque wrench did not torque off during final tightening and the surgeon tightened the bolts by hand. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The torque handle reportedly did not torque off during final tightening of the bolts of another connector. As a result, the surgeon decided to tighten them by hand. The torque handle was returned, visually and functionally inspected (torque tested), and determined to be within calibration. The bolts of several different connectors from in-house were also final tightened with the subject torque handle. The handle torqued off as intended; therefore, this incident could not be replicated.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque wrench did not torque off during final tightening and the surgeon tightened the bolts by hand. Surgery took place (B)(6) 2017.